Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas and reported an intermittent power issue with the pump. The reporter stated that the verification screen would not stay on. There was reportedly no damage to the battery compartment or battery cap; the battery cap secured tightly to the pump and the reporter denied that the pump was exposed to moisture. There was no adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting

Manufacturer narrative:
Follow-up #1 01/08/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed that power events had occurred. The pump black box record showed that the pump emitted a replace battery alarm at 19:34 on (B)(6) 2012 due to low battery voltage. The unconfirmed battery alarm discharged the battery causing the pump to enter a continuous reboot cycle. There was no damage found to be battery compartment or cap. The pump was exercised for 24 hours without power issues. The battery cap was tested and found to be with specifications. The pump was opened and there were no defects noted to the pump power circuit.